Event description:
It was further reported that the physician was unable to determine if the balloon was deflated, not inflated.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The 90% stenosed target lesion was located in a non calcified and severely tortuous left upper arm artery. The 4.0 x 40/80 sterling over-the-wire balloon catheter was advanced to the lesion. At an unknown time, resistance was met while manipulating the device and a kink was noted. Pressure was applied to the balloon, but the physician was unable to confirm the balloon was inflated. The physician attempted to deflate the balloon; however, upon removal, it was noted the balloon remained inflated. Deflation attempts outside of the patient were unsuccessful. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as `good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).